Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was able to rewind complete/bolus delivery loop and complete the fill tubing process successfully.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.